Manufacturer narrative:
This report is submitted on october 2, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and developed an infection and subsequently was administered oral and injection antibiotics (date not reported). Additional information has been requested but has not been made available as of the date of this report.